Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had possible premature battery depletion and was replaced. Additional information received indicated that the lawsuit alleged that the patient had "sustained physical injuries" and that the patient's device was "defective." No patient complications were reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion and was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4).